Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient received a cortisone shot on (B)(6) 2021 and then noticed a change in bladder control where they didn't have any control. However, over the last couple of days prior to the report, the patient experienced retention. The patient noted they received the implant for over-active bladder symptoms. The patient decreased the stimulation setting a little bit during the report and was directed to their physician for guidance about retention. No device issues or further complications were reported or anticipated.